Event description:
A customer contacted (B)(4) regarding assistance with the homechoice (hc) unit during dwell 1. Per the initial report, the home patient (hp) stated that she is in her first dwell and noticed that her cat has clawed and chewed on her patient line and it is now leaking fluid out; she just needs to end this therapy and start over. (B)(4) assisted the hp with cycling power off and on, press the down arrow to end therapy then press enter. (B)(4) explained to the hp that there should not be any pets in the room during therapy. The hp stated that she will remove the cat and start over with new supplies. (B)(4) also advised the hp to notify the nurse. Product surveillance contacted the hp on (B)(6) 2010 and she stated that she discarded the old supplies and started over with new ones. She stated that she did not contact her nurse, she knows to have the cat away from the room and did not have any infections. She stated that everything is going well with therapy and did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.